Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead tip was found to be broken prior to an implant procedure. A new lead was used to complete the procedure. The patient was stable before, during and after the procedure.